Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to emi (electromagnetic interference)/noise. Concomitant product: 5076-45 lead, implanted: (B)(6) 2002; 4023-85 lead implanted: (B)(6) 2002.

Event description:
It was reported that far field r-wave (ffrw) oversensing, and highly variable impedance readings were exhibited with the right atrial (ra) lead. In addition, there were two recorded episodes of 60 hertz electromagnetic interference (emi) occurring with the implantable cardioverter defibrillator (ICD). The lead and device remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.